Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an x-ray revealed this right ventricular (rv) lead had dislodged and was exhibiting elevated thresholds, no capture and no pacing output. A revision procedure was performed and the lead was repositioned without further incident. No additional adverse patient effects were reported.